Event description:
The customer reported high blood glucose. Customer's blood glucose was 448 mg/dl. Customer stated that her doctor made adjustments on her insulin pump due to her blood glucose was going down but currently her blood glucose was too high. Customer treated with manual injection because she was not feeling well. Customer declined to troubleshoot for high blood glucose and needed assistance to adjust basal rates. Advised the customer to check with health care provider regarding direction as what to change in the settings. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).